Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was attempted to being implanted with an impella cp device for mechanical circulatory support. The complainant reported that the impella cp pump could not be fully advanced into the patient because of challenging anatomy and tortuosity that kinked; therefore, the insertion was aborted. There was no reported harm or injury to the patient.

Manufacturer narrative:
Visual inspection of the returned pump revealed significant kinking on the catheter between the 25-cm and 35-cm marks. No other damage or abnormalities were found. After reviewing the clinical information, it was determined that the cause of the delivery issues was patient condition, specifically the patient's severely tortuous vasculature. See es2020-080 for more information. This report is being filed as part of a retrospective review of historical records.